Event description:
The customer reported approximately 30 cubic centimeters of diluent leaked inside the coulter ac·t 5diff cap peirce. The leak was not contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a leak at the solenoid valve, lv12. The fse replaced the valve and the instrument performed without leaks. The fse also replaced the reagent syringe and performed probe alignment as incidental service. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).